Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail store 8/21/97. On 9/18/97, she sought medical attention for an infection at the ear piercing site and was given antibiotics.